Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter detached, struts perforated into liver. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven days later, filter removal was scheduled, and sheath was introduced into the inferior vena cava below the indwelling denali inferior vena cava filter. The sheath was injected and dsa imaging of the abdomen was performed as an inferior vena cavagram. After review of the images, the decision was made not to remove the filter. Instead, a celect inferior vena cava filter was deployed in a suprarenal position to protect the patient from a pulmonary embolism. The denali inferior vena cava filter was normal in position and configuration. However, inferior vena cavagram showed a long tongue of clot extending above the inferior vena cava filter to the level of the renal veins (l1). Approximately five months and twenty-five days later, filter retrieval attempt was performed again via right internal jugular vein. A 5 fr bern followed by a 5fr contra was introduced into the inferior vena cava below the indwelling denali inferior vena cava filter. The catheters were injected and dsa imaging of the abdomen was performed as an inferior vena cavagram. Finding were unchanged from last attempt. Approximately two years and eight months later, a previous attempt to remove the denali inferior vena cava filter showed extensive clot above the filter. Puncture of the right internal jugular vein was performed using ultrasound guidance and a 4fr micro puncture set. A 10fr 40cm sheath was placed into the infra renal inferior vena cava. A 7fr 55cm sheath was placed through a 10fr sheath caudal to the inferior vena cava filter. Contrast was injected through the 7fr sheath while dsa imaging was performed. Through the sheath, a 15mm snare was used to capture the filter hook on the denali. The 7fr sheath was advanced over the filter to encapsulate all but the two longer legs. The 7fr sheath containing the filter was then pulled back into the 10fr sheath and removed. Spot film imaging of each filter showed them to be without tilt. No fracture was present of the denali inferior vena cava filter. A fractured arm was seen dissociated from the celect inferior vena cava filter. There was no evidence of thrombus in the inferior vena cava filter or visualized proximal iliac veins on the initial inferior vena cava gram. Specifically, the large clot attached to the apex of the denali inferior vena cava filter has resolved since the prior cavogram. As described above, filter was removed without incident. The post filter removal cavogram demonstrated a normal inferior vena cava. Therefore, the investigation is confirmed for the alleged filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for the alleged perforation of the inferior vena cava (ivc).additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2015),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter detached, struts perforated into liver. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.